Event description:
It was reported that intermittent air bubbles were observed within multiple cartridges. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding the issue was provided.